Manufacturer narrative:
The complainant indicated that the device has been disposed. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot. Based on the details of the event, the root cause could not be determined as the device was not return evaluation, the event description and additional notes do not provide sufficient information to conclude a probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was used during a post surgical stenosis procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). After the successful placement of two 12cm advanix biliary stent, one of the stents appeared 3cm shorter than the other. The longest stent, which was sticking out of the papilla quite a bit, was removed and measured. The stent measurements were within specifications, therefore, the physician concluded the shorter stent, left inside the patient, was 9cm and not 12cm as mentioned on the packaging. All packaging information was disposed. There were no reported patient complications. The patient was reported to be in stable condition after the procedure.